Event description:
It was reported that during a lap gastric bypass procedure; during firing, the cartridges slipped out of the device and cut a little without putting any staples. It was not reported what was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 1212/2008. Information anticipated, but unavailable at this time.